Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a trapease filter and the catalog and lot numbers are not available. Tsui, b., moon, e., zheng, j., kapoor, b., & wang, w. (2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. Journal of vascular surgery: venous and lymphatic disorders, 6(5), 599-605. Doi:10.1016/j.jvsv.2018.03.012. As reported in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; there were nine cases of migration and filter tilt. There was no en bloc migration beyond the cava or significant intracaval migration greater than two centimeters in any of the nine cases. In these nine cases, no filters had severe tilt greater than fifteen degrees. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Without procedural films available for review, the reported ¿filter- tilt¿ and ¿filter- migration¿ could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Patient, technique or procedural factors may have also contributed to the reported tilt. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Giving the limited information available at this time, clinical factors contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; there were nine cases of migration and filter tilt. There was no en bloc migration beyond the cava or significant intracaval migration greater than two centimeters in any of the nine cases. In these nine cases, no filters had severe tilt greater than fifteen degrees.